Manufacturer narrative:
The customer reported comm loss for this central nurse's station (cns). According to the customer, the h1k server had been knocked offline due to a power surge from inclement weather. They replaced the power plugged to the server and that restored the power to the server. The cns cameback online sending vitals. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported communication loss for the central nurse's station (cns).